Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. Corrected information has been provided in h.10. A review of the associated service record (sr) was performed. Per the sr, there is no indication of any technical services performed for the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) handpiece was received at the manufacturing site and a visual assessment of the returned product was found to be conforming. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the handpiece to meet product specifications. The returned sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating that the patient has made a good recovery with a good result. The reporter has declined to provide further information.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, and h.10. The phacoemusification handpiece was received and a visual assessment of the returned sample found no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the handpiece to meet product specifications. The returned sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) handpiece was not returned for evaluation. With no additional, related information provided, the customers reported event could not be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Event description:
It was noted that the system appeared to be taking longer than usual to prime.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a right eye cataract procedure, the patients cornea turned white around the incision while the phacoemulsification tip was inserted into the chamber. The occlusion beep could be heard. It was noted that the occlusion noise was excessive during the procedure where it normally would not be. The case was completed using four sutures to seal the wound. The surgeon indicated that the patient was left with potentially severe astigmatism which will need to be corrected. The surgeon noted that removal of the sutures will reduce the astigmatism.